Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the end of implant all the measurements were correct but the device detected noise when the physician handled the pocket were the device was placed. Then they decided to reopen the wound and the physician detected that handled the silicone part of the device, it detected noise. The device was replaced. No patient complications have been reported as a result of this event.